Manufacturer narrative:
The lead was surgically abandoned and replaced.

Event description:
Boston scientific crm received information that this left ventricular lead had a fracture and exhibited loss of capture. Because the lead required surgery to replace the decision was made to replace the device at the same time to avoid an additional surgery in the future. To date, there have been no adverse patient effects reported.